Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the procedure, the balloon appeared to be inflating rapidly, as the gauge was not registering the correct pressure. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event.